Manufacturer narrative:
Sorin group (B)(4) manufacturers the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s5 system would not switch from ups to mains supply after performing the battery test during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
This medwatch report (1718850-2014-00322 follow-up 1) was completed on september 16, 2016 and attempts were made to submit the report through the electronic submissions gateway (webtrader website) on that date. However, when trying to access the website to file the report, the site would not load. The computer was restarted multiple times, several computers were tested, and java was uninstalled and reinstalled multiple times. After all of these attempts failed, the report was submitted via email to the esg help desk. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system would not switch from ups to mains supply after performing the battery test during set-up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The root cause was found to be a loose connection in the ep pack. The issue was resolved by refitting and tightening the holding screw. Subsequent functional testing found no further issues. This is a known issue. The device was not needed for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation was conducted and a change order has already been implemented to define the torque for the screw in the drawing and manufacturing instruction (mop) to avoid loose screws.

Event description:
Sorin group (B)(4) received a report that the s5 would not switch from ups to mains supply after performing the battery test during setup. There was no patient involvement.

Event description:
Sorin group (B)(4) received a report that the stockert s5 system would not switch from ups to mains supply after performing the battery test during set up. There was no patient involvement.